Manufacturer narrative:
Full event site address: (B)(6). Product status: the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4)

Event description:
It was reported that although the intra-aortic balloon (iab) did inflate before insertion of the guide wire, the guide wire was unable to be inserted. After attempting to insert it, the guide wire was difficult to remove. A new iab was inserted successfully. The indication for use was persistent hypotension during surgery and vsr (ventricular septal rupture). There was no reported injury of the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and traces of blood found on the exterior of the catheter with the stylet wire in place. The original guide wire was not returned for evaluation. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that although the intra-aortic balloon (iab) did inflate before insertion of the guide wire, the guide wire was unable to be inserted. After attempting to insert it, the guide wire was difficult to remove. A new iab was inserted successfully. The indication for use was persistent hypotension during surgery and vsr (ventricular septal rupture). There was no reported injury of the patient.